Event description:
Abbott laboratories reported that their account reported that the "clave did not seal causing a small amount of blood to be lost. No pt harm reported. Event occurred when abbott plum set was detached from the clave." No other info available.